Event description:
Patient was reported to have received a slight burn to their inner cheek during a procedure. Attempts to obtain further information or detail on the event have been unsuccessful at this time and a follow up report will be made as more information becomes available.